Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had alarmed when the circuit was disconnected during pre-delivery device checking. The customer reported that a bar was displayed as if the device had recovered from the state where the circuit was disconnected, even though the circuit was not connected. There was no patient involvement when the issue occurred. There was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by a service engineer (se), it was reported that the issue was not confirmed. No further actions were performed by the se regarding the alleged malfunction.